Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, after deployment of a 6f/7f mynxgrip vascular closure device (vcd), the white compression tube and the mynx sealant appeared to have gone back up to the black handle along with the 6f non-cordis sheath and shuttle. At this point, the balloon was deflated, the mynxgrip device was removed from the patient, and manual compression was used to achieve hemostasis. No harm nor injury occurred to the patient. After the procedure via common femoral access, the physician attempted to use a 6f/7f mynxgrip to close the femoral artery. After proper preparation of the device, the physician inserted the tip of the mynxgrip into the 6f non-cordis short sheath to the white marker, inflated the mynxgrip balloon until the black pressure indicator marker was fully visible on the black handle, closed the stopcock on the mynxgrip, retracted the mynxgrip until the balloon abutted the arteriotomy, shuttled the sealant down to the arteriotomy, and slid the 6f non-cordis sheath and shuttle back up to the black handle. At this point, the physician noticed that the white compression tube was not visible, only the inner black shaft. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The procedure was a heart catheterization with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded by the staff at the conclusion of the case; therefore, it will not be returned for evaluation. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not received for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to the condition of the procedural sheath and/or procedural/handling factors, such as incomplete shuttling down of the shuttle, even though it was reported that the user shuttled down completely. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after deployment of a 6/7f mynxgrip vascular closure device (vcd) the white compression tube and the mynx sealant appeared to have gone back up to the black handle along with the 6f non-cordis sheath and shuttle. At this point, the balloon was deflated, the mynxgrip device was removed from the patient, and manual compression was used to achieve hemostasis. No harm nor injury occurred to the patient. After the procedure via common femoral access, physician attempted to use a 6/7f mynxgrip to close the femoral artery. After proper preparation of the device, physician inserted the tip of the mynxgrip into the 6f non-cordis short sheath to the white marker, inflated the mynxgrip balloon until the black pressure indicator marker was fully visible on the black handle, closed the stopcock on the mynxgrip, retracted the mynxgrip until the balloon abutted the arteriotomy, shuttled the sealant down to the arteriotomy, and slid the 6f non-cordis sheath and shuttle back up to the black handle. At this point, physician noticed that the white compression tube was not visible, only the inner black shaft. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The procedure was a heart catheterization with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded by the staff at the conclusion of the case; therefore, it will not be returned for evaluation.